Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use, the cardiosave intra-aortic balloon pump (iabp) unit had helium leak. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Found regulator leaking. In order to fix the issue, the fse replaced the helium regulator and hi press 3500 psig. The fse then performed full functional and safety tests. Which all passed. The unit was returned to customer and cleared for clinical use. The removed helium regulator, and hi press 3500 psig was returned to the failure analysis and testing department(fat) for investigation. These parts were received with a reported unit failure of the regulator leaking. The fat performed a visual inspection and found that where the transducer is screwed into the regulator, it is pitted and damaged which is the probable cause of the regulator leaking. Due to this pitted damage to the regulator, the fat cannot investigate any further. Retaining the regulator and transducer in the fat per procedure.